Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized on the same day as the onset of peritonitis. On an unreported date, the patient began treatment with injections of vancomycin (1 gm, intraperitoneally (ip), loading dose), injections of fortum (1 gm, ip, frequency not reported) and injections of amikacin (125 mg, once daily) for peritonitis. The patient recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.